Event description:
It was later reported that the subjective complaint of "heat from the implantable neurostimulators (ins) after stimulation was turned on¿ was replaced with patient¿s paresthesia was secondary to their deep brain stimulation. It was noted that the event was related to programming and reprogramming resolved the issue. It was later clarified that the paresthesia secondary to deep brain stimulation was paresthesia to bilateral chest wall ins sites.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had complaints of heat from their implantable neurostimulator (ins)¿s after stimulation was turned on. The event was related to programming. The outcome was resolved without sequelae.

Event description:
Information received via the healthcare professional reported diagnostics included the patient reporting the event; device interrogation that showed normal results for the patient; and an examination that was all performed on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0lln4, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0mdgy, implanted: (B)(6) 2014, : product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).